Event description:
The customer reported that her blood glucose reached 345 mg/dl. She removed the pod after one day and noticed a hole in the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported damage cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.